Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this patient had received an inappropriate shock for atrial tachycardia (at) or supraventricular tachycardia (svt). The arrhythmia was initially detected in the vt-1 zone (programmed as a monitor only zone) and then the rate accelerated into a higher detection zone. The patient received antitachycardia pacing (atp) and shock therapy. Subsequently, the rate of the arrhythmia slowed down and was detected into the vt-1 zone. Technical services explained that detection enhancements are not available if the initial detection in a vt-1 monitor only zone are met and the arrhythmia is redetected in a higher zone. Technical services discussed reprogramming the vt-1 monitor only zone off.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.